Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that a flipped pump occurred and was confirmed. Imaging was performed and the reporter could tell by a later x-ray view. The x-ray showed the catheter coming off of the pump clockwise in posterior/anterior view. The patient had a large obese abdomen and the pump moved plenty in the area it was located. There were no patient symptoms and the issue was not corrected. A pocket revision was being scheduled. The patient was fine at the time of the report. Patient outcome was unavailable. The device system delivered gablofen. Additional information has been requested but was not available at the time of this report.